Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim no audio output patient experienced on (B)(6) 2014 during a hypoglycemic event. Patient explained that in the middle of the night while sleeping, patient had a hypoglycemic event. Patient began convulsing and patient's wife administered glucagon. Patient's wife did not take a finger stick reading to verify patient's blood glucose level at the time of the event. Patient did not relay the need for any further medical intervention and no injuries were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of no audio output could not be confirmed.